Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wheel was detached from the cart. The caster kit was replaced to resolve the reported issue.

Event description:
The hospital reported that, they need the base casting. There was no reported patient involvement.